Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site following weight loss. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned in the same pocket to address the issue. Reportedly, the discomfort was resolved post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.